Event description:
It was reported the patient had adverse stimulation in the vagina and labia and the leads migrated during the trial. The event was noted as resolved without sequelae.

Event description:
It was later reported that because the patient¿s leads migrated during the test trial they only had two days to evaluate the device¿s benefits.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2014, product type lead. (B)(4).